Manufacturer narrative:
Result of investigation: the root cause of the issue was related to the software. Most likely there were occlusion alarms triggered frequently without a true mechanical occlusion, as this was a common issue in the us at that point in time. Issue has been resolved with v6.0.1600.0. We added a flow criterion for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, logs files and picture was sent and has been analyze by the technical team. No root cause has been determined as investigation is on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that bellavista 1000 us ventilator has an excessive moisture that triggered the alarm "occlusion" during patient use. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.